Event description:
On (B)(6) 2010, this patient was treated for a thoracic aortic aneurysm. A talent thoracic stent graft was implanted proximally followed by a and gore tag thoracic endoprosthesis followed by a second talent distal extension graft. On (B)(6) 2010, follow-up cta revealed endoleak between the overlap of the talent distal extension graft and gore tag thoracic endoprosthesis. An additional talent thoracic graft was implanted that successfully resolved the endoleak. On (B)(6) 2010, the patient returned for endoscopy that revealed esophageal erosion within the overlapping region of the talent stent graft and gore tag thoracic endoprosthesis. An esophageal stent graft was placed. The physician stated radial force and the pulsing movement of the aortic stent graft contributed to the esophageal erosion. The patient tolerated the procedures and was discharged to a hospice.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.